Event description:
It was reported that the shock impedance was greater than 140 ohms and had been steadily greater than 130 ohms during follow-up. The right ventricular (rv) pace impedance was stable and within normal range. The physician elected to deliver a 41 joule commanded shock to evaluate system integrity. The shock impedance during the commanded shock was within normal range at 91 ohms. No rv signal noise was observed during physical maneuvers and x-rays did not reveal any abnormalities. Technical services recommended performing additional troubleshooting and possibly raising the high shock impedance alert to 150 ohms and enabling the device beep tones. The rv lead remains implanted and in service. No additional adverse patient effects were reported.